Event description:
A report was received stating a ventilator displayed inaccurate oxygen readings while in use on a patient. The patient was removed from the ventilator and placed on an alternate device. There was no harm to the patient reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.